Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 626911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included weight fluctuation and depression. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2014 for birth control as well as carisoprodol (soma) from (B)(6) 2010 to (B)(6) 2012, ceftriaxone sodium (ancef) from (B)(6) 2013 to (B)(6) 2014, ciprofloxacin betain (cipro) from (B)(6) 2010 to (B)(6) 2012, hydroxyzine hydrochloride from (B)(6) 2013 to (B)(6) 2014, ibuprofen from (B)(6) 2010 to (B)(6)2012, metronidazole from (B)(6) 2013 to (B)(6) 2013, nsaids since 2008, oxycodone hydrochloride;paracetamol (tylox) from (B)(6)2010 to (B)(6) 2012, paracetamol (acetaminophen) since 2008, sulfadiazine silver (silvadene) from (B)(6)2013 to (B)(6)2014 and zolpidem tartrate (ambien) from (B)(6) 2010 to (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("pain abdominal"). On (B)(6) 2010, the patient experienced dysuria ("painful urination with bleeding") and haematuria ("painful urination with bleeding"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, anxiety ("psychiatric problems condition: mental anguish"), migraine ("migraine"), headache ("headaches") and bipolar disorder ("bipolar disorder"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal infection, vaginal haemorrhage, dysuria, haematuria, anxiety, migraine, headache, abdominal pain and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, device dislocation, dysuria, haematuria, headache, menorrhagia, migraine, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 coils protruding from the ostium on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2014: results: negative. Ultrasound scan vagina - in (B)(6) 2013: uterus measuring 8.3 x 4.2 x 5.0 cm. The endometrial stripe is 1.1 cm. She had no fibroids that were noted. The ovaries are normal bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: new pfs received. New events added: migraines, headaches, abdominal pain, bipolar disorder were added. Concomitant and treatment drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 626911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included weight fluctuation. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, 2 years 1 month after insertion of essure, the patient experienced dysuria ("painful urination with bleeding") and haematuria ("painful urination with bleeding"). On (B)(6) 2014, the patient experienced vaginal infection ("infection type: vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and anxiety ("psychiatric problems condition: mental anguish"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal infection, vaginal haemorrhage, dysuria, haematuria and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, dysuria, haematuria, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 coils protruding from the ostium on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Transvaginal ultrasound performed (B)(6) 2013 shows a uterus measuring 8.3 x 4.2 x 5.0 cm. The endometrial stripe is 1.1 cm. She had no fibroids that were noted. The ovaries are normal, bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 626911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included weight fluctuation. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, 2 years 1 month after insertion of essure, the patient experienced dysuria ("painful urination with bleeding") and haematuria ("painful urination with bleeding"). On (B)(6) 2014, the patient experienced vaginal disorder ("infection type: vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and anxiety ("psychiatric problems condition: mental anguish"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal disorder, vaginal haemorrhage, dysuria, haematuria and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, dysuria, haematuria, menorrhagia, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 4 coils protruding from the ostium on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Transvaginal ultrasound performed (B)(6) 2013 shows a uterus measuring 8.3 x 4.2 x 5.0 cm. The endometrial stripe is 1.1 cm. She had no fibroids that were noted. The ovaries are normal bilaterally. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received: the event infection nos replaced with vaginosis, abnormal bleeding (vaginal, menorrhagia), painful urination with bleeding, anxiety, she did not undergo an essure confirmation test added. Reporters, lot number, concomitant medication, lab data added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.